Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site. Healing impaired was also noted. The patient underwent an ipg explant procedure and expected to fully recover. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.